Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The complaint device was returned for analysis. The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 5mm proximal of the proximal markerband and extending distally over the balloon material for approximately 55mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-12047. It was reported that balloon rupture occurred. The in-stent restenosed 12mmx60mm epic self-expanding nitinol stent was located in the moderately tortuous brachiocephalic vein. A 12.0 x 40 75cm mustang¿ balloon catheter was advanced to dilate the stent restenosis. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 10x40x75cm mustang balloon catheter. No further patient complications were reported and the patient's status was stable.